Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2020. H.6. Investigation: bd received actual samples and photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective marking with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® edta 2k experienced no label or missing label information. This event occurred 100 times. The following information was provided by the initial reporter: the customer "reported about a defective marking on the tubes.¿ the customer reported about defective marking on tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® edta 2k experienced no label or missing label information. This event occurred 100 times. The following information was provided by the initial reporter: the customer "reported about a defective marking on the tubes.¿ the customer reported about defective marking on tubes.